Event description:
It was reported that the patient experienced six inappropriate shocks. The shocks were initially caused by a supraventricular tachycardia episode that had enough irregularities to cause a shock, and was followed by t-wave oversensing (twos) which caused the rest. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.